Event description:
Rec'd an electronic report of an event that stated "nurse reported sudden onset of sob, decreased o2 sat (86%). It was reported that the pt also had an EKG performed and also had blood work checked. The pt was taken off dialysis and transferred to the ER." Prior to the discontinuation of dialysis, the staff had attempted to decrease the ultrafiltration. The fluid removal goal of this pt was 3.4 kg. All the tests that were obtained were found to be within normal limits. Also, the nurse reported the pt's chest was clear. The o2 saturation had also returned to normal limits. There is no sample available. It was reported the sob resolved after the discontinuation of treatment.